Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to sense, high pacing impedance and helix extension failure. The ra lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to sense and helix mechanism issue were confirmed while the reported event of high pacing impedance was not confirmed. Final analysis found that as received a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region. Electrical testing found the internal shorts between conductors due to the over-torqued inner coil consistent with procedural damage. The helix extension length was measured within product specification. The cause of the reported events was due to the over-torqued inner coil and the helix being clogged with blood/tissue. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.